Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive troubleshooting including bench handling with known good battery in normal and stressed conditions without duplicating the report. Review of the device log showed the device being used with battery only power for five hours delivering nine shocks of 120j or more. Low battery warning occurred at the fifth hour. On 8/16/23 device is again being used with battery power only. Low battery messages occur followed by two shocks of 120j or more. A replace battery message occurs followed by two shocks of 120j. The device will shut down when battery power level reaches a threshold where the device is not able to properly operate. This claim has been closed as device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by staff, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.